Event description:
It was reported that in cardiosave intra aortic balloon pump after the exchange and starting up, the error message ¿power up test fails code# 14¿ showed up, accompanied by a static audible alarm beep, there was no harm or injury reported.

Manufacturer narrative:
Due to characterization limit e1: initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that while use on patient cardiosave intra aortic balloon pump had ¿power up test fails code# 14¿ error and audible alarm beep, there was no harm or injury reported.

Manufacturer narrative:
Updated fields - b1, b4, d8, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field - b5. A getinge field service engineer (fse) evaluated the unit and found that the compressor, which was replaced on (B)(6) 2025, would not accept the calibration of the vacuum or pressure. The fse replaced the scroll compressor (0119-00-0236) and completed all calibrations, diagnostic checks, and performance tests with no further issues. All testing was completed and the unit was returned to use. The failure analysis and testing department received the following part associated with this complaint: pn: 0119-00-0236 sn: (B)(6) compressor scroll. This part was received with a reported unit failure message of power-up test fails code #14. It was also mentioned that this compressor scroll was replaced due to usage hours. The failure analysis and testing dept. Performed a visual inspection and found the part in good condition. Installed compressor scroll into the cardiosave test fixture sn: (B)(6) and tested to the cardiosave service manual pn: 0070-00-0639 revision r. Pumped the cardiosave test fixture and did not observe error codes. However, this compressor was replaced due to usage hours, which may cause the power-up test fail code #14. The fat dept. Could not verify the failure message of power-up test fails code #14. Compressor passed testing. Retaining compressor in the fat dept. Per procedure 0002-07-d008 rev au.